Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that the insulin pump displayed a message that the buttons had been pressed for longer than three minutes. Customer reported that the keypad was unresponsive. Blood glucose level was 310 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.